Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to corroded keypad traces. Moisture damage was also found on the motor and electronic assembly. No button error alarm noted. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dead despite replacing batteries. Customer mentioned that sometimes the insulin pump will go on and off and alarm button error. Customer mentioned that the insulin pump was exposed to water and could see bubbles in the screen. Customer mentioned that the insulin pump was vibrating without alarms or alerts and a constant tone was occurring. Customer's blood glucose reading at the time of the incident is unknown. Customer was advised to discontinue use of the insulin pump and it is being returned for analysis.